Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to flattened button dome switches. The insulin pump had a cracked cae at a display window corner, cracked display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2014 for a high blood glucose level of 600 mg/dl. The customer was treated with fluids. The customer stated that the insulin does not come out when the press act on the insulin pump. The customer complains that the keypad is unresponsive. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.